Event description:
Nitric oxide machine had error code while in use on baby in nicu (newborn intensive care unit). Patient required respiratory support while device was corrected. Event reached patient, no harm/no detectable harm.

Event description:
Nitric oxide machine had error code while in use on baby in nicu (newborn intensive care unit). Patient required respiratory support while device was corrected. Event reached patient, no harm/no detectable harm.